Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: it is unknown if the proper surgical technique was followed when attaching the shell to the inserter or when impacting the shell into the acetabulum. Based on the information provided, the hex bolt fracture may have been caused by one or a combination of the following: insufficient thread engagement during impaction may have led to high stress on the distal threads causing them to break; off-axis impaction of the instrument; the device was inadvertently dropped or damaged during the cleaning process; the shell being impacted while not fully tightened on the inserter, resulting in all impact loading and bending moments being absorbed through threads. A definitive cause for the fracture cannot be determined with certainty. Evaluation: as returned, the hex bolt of the inserter is fractured at the threaded tip. Part of the threaded tip remains inside the polar hole of the shell, and the rest of the hex bolt is in the proper location within the inserter. There are nicks and dings along the body of the instrument that are consistent with previous effective use. Sem analysis was performed on the fractured surface of the bolt and indicated that the fracture appears to have occurred by repeated impact loading. Eds analysis of the fractured bolt showed elemental peaks typical of the stainless steel alloy from which the bolt is made. The device history records were reviewed and found to be conforming to the manufacturing, inspection, and packaging specifications.

Event description:
It is reported that the threads of the inserter fractured during use.